Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a dislodgement of the right ventricular (rv) lead was suspected from an x-ray image. During a device check, the measurement results showed varying pacing threshold and sensed r-wave following the dislodgement. Based on results, the physician decided to have the device perform rv sensing in unipolar configuration because the sensed wave was high. Since muscle twitching was observed by pacing in unipolar, bipolar was used with the ventricular capture management turned off and the settings were changed. The lead remains in use. No patient complications have been reported as a result of this event.